Event description:
Rptr had double subcutaneous mastectomies due to fibrocystic disease and family history of breast cancer with implantation of silicone gel implants in 10/77. Symptoms started in 1978, becoming severe enough to see a doctor in 4/79. Symptoms included loss of hair, volatile liver function readings, severe headaches, mouth ulcers, sleep difficulties, muscle and joint pain, white coating on kidneys, metallic taste in mouth, allergies to acidic food and major hair loss. Explantation of breast implants took 7 hours as both had ruptured, spreading gel over large area of chest and into shoulder. Pt had to return to hosp emergency a week later to control unstoppable bleeding and experienced 3 add'l hours of surgery.